Event description:
It was reported that during a robotic wedge resection, they started with a zero degree camera; there was fogging of the lens. They then switched to a thirty degree scope. The trocar broke mid-shaft when using the thirty degree scope. When the trocar broke mid-shaft, a piece fell into the patient. The surgeon attempted to retrieve it laparoscopic without success. They then did a small thoracotomy incision and the piece was retrieved. It was not reported how the procedure was completed. The current status of the patient is unknown.

Manufacturer narrative:
(B)(4). Sleeve. Additional information was requested and the following was obtained: this was the surgeon's first robotic wedge resection. The device was not reprocessed and a 30 degree camera was what was in the trocar when it broke. The scrub tech mentioned, the surgeon had to use some force when he heard the break. That analysis results found that only the sleeve of the device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4): additional information - additional analysis was conducted on the trocar and it was determined that the failure mode appears to be from a bending force, as opposed to shear or torque and is ductile in nature (rather than brittle). The trocar has been designed to break in a ductile manner when excessive bending force is applied. The device broke in 2 large pieces and it does not appear that any additional small pieces are missing from the device.